Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was explanted and replaced. The patient remained stable throughout the procedure.